Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the symfony lens was implanted and within the 2 weeks post operative time frame, the lens had rotated. The lens was repositioned in a secondary procedure. The degree of rotation was not provided. The reposition went very well. No further information was provided.

Manufacturer narrative:
In the initial MDR, the product code was incorrectly provided as mfk. Product code: poe (corrected). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.